Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-may-2017. The most recent information was received on 01-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("rejection of inserts due to intolerance to metals") in a female patient who had essure (batch no. E36573, e71800) inserted. Other product or product use issues identified: patient-device incompatibility "rejection of inserts due to intolerance to metals" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 month after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Lot number e36573 expiration date 28-10-2018, manufacturing date 06-10-2015. Lot number e71800 expiration date 28-11-2018, manufacturing date 19-11-2015 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("rejection of inserts due to intolerance to metals") in a female patient who had essure (batch nos. E36573 and e71800) inserted. Other product or product use issues identified: patient-device incompatibility "rejection of inserts due to intolerance to metals" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 month after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergy to metals ("rejection of inserts due to intolerance to metals") starting one month after insertion. Essure was removed and a salpingectomy was performed three months after insertion. The reporter assessed the relation between essure and allergy to metals as related. Allergy to metals is serious due to its medical significance and it is anticipated in essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical nickel allergy symptoms were reported. However, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought. Further information cannot be requested.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("rejection of inserts due to intolerance to metals") in a female patient who had essure (batch no. E36573, e71800) inserted. Other product or product use issues identified: patient-device incompatibility "rejection of inserts due to intolerance to metals" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 1 month after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 259 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. E36573 (production date: 06-oct-2015). E71800 (production date: 19-nov-2015). Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.